Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the ins was turning off unexpectedly by itself. The patient reported that sometime after implant turned off the patient tried charging for 2-2.5 hours and said the battery level didn¿t move. The patient reported that there was a little battery left, less than 1/4 full. The patient was assisted in turning the ins back on using the recharger. The patient reported that during the call the ins was 25-50%. The patient reported that she normally fully charged. It was noted that during the call the coupling bars were fluctuating. No further complications anticipated.